Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were alleging insulin pump was over delivering. The customer¿s blood glucose level was 148 mg/dl. Customer was manually delivering bolus instead of bolus wizard. The insulin pump will be returned for analysis.